Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation the device passed function switch & alarms test. The customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Manufacturer narrative:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac plus . Testing could not validate or verify complaint of stopped ventilation. Device arrived in good condition. Due to testing did not duplicate event, no repairs or action taken, as no fault found. Device passed all functional testing. Updated fields. B 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac plus . Summary in h 10.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator stopped ventilation while in use with a patient. No adverse patient effects were reported. No further information is available per the reporter.